Event description:
Caller tested pt as the pt appeared shaky and pale. Testing was performed with two different freestyle meters. The frist meter had a result of 67 and the second 153 mg/dl. The pt was taken to the hosp and tested with a accucheck meter with a test result of 124. A second unidentified brand meter was used with a result of 80. The pt was treated with a glass of juice and a popsicle.